Event description:
A (B)(4) distributor contacted zoll customer support to report that a male (B)(6) pt's monitor was not functioning properly and was unable to access to the programming screen.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (problem accessing program screen) is under investigation. As received, the monitor failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.